Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a procedure, air was aspirated into the syringe connected to the extension port of the sheath. Several aspirations were attempted with no resolution. A catheter was inserted into the introducer and aspirated, the air was still aspirated. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.